Event description:
The customer experienced a low blood glucose (bg) level. The customer¿s continuous glucose monitor read "low¿; however, a specific bg value was not provided. The customer consumed carbohydrates to address bg. The customer required third-party assistance in retrieving the carbohydrates due to being incapacitated by the low bg. The cause for the bg is unknown.